Manufacturer narrative:
The customer reported lower than expected quality control results were obtained from non-vitros biorad multiqual unassayed chemistry control lot 56690 level 3 control fluid using vitros chemistry products ca slides on a vitros 5600 integrated system. The most likely assignable cause is a suboptimal calibration event. The results that met potential health and safety criteria were all associated with a calibration event performed on (B)(6) 2022, labeled as cal curve 1683. The calibration responses and parameters associated with cal curve 1683 were atypical when compared to the average calibration responses and parameters. The cause of the atypical calibration is unknown. Acceptable vitros ca results were obtained after restoring a previous calibration for the same vitros ca slide lot 0314-0624-5230. Historic biorad quality control results generated using three different vitros ca slide lot 0314-0624-5230 calibrations were within expected ranges, indicating that neither vitros ca slide lot 0314-0624-5230 nor the vitros 5600 integrated system likely contributed to the event. Continual tracking and trending does not indicate a systemic issue with vitros ca lot 0314-0624-5230 or vitros cal kit 1 lot 0131. Email address for contact office is (B)(4).

Event description:
The customer reported lower than expected quality control results were obtained from non-vitros biorad multiqual unassayed chemistry control lot 56690 level 3 control fluid using vitros chemistry products ca slides on a vitros 5600 integrated system. Biorad lot 56690 level 3 results of 2.46, 2.46, 2.46, 2.49, 2.47, 2.47, 2.45 and 2.49 mmol/l vs. The expected result of 3.40 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The results were obtained from a non-patient control fluid, however, the investigation determined patient samples could be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).